Event description:
The patient was revised because of dislocation. Medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of dislocation. Medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2009 dor: (B)(6) 2009 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Medical records were received and reviewed. It appears from one of the operative reports he was dislocating posteriorly. The surgeon noted initially that he placed the cup in 30 degrees of abduction, 20 degrees of anteversion. The recommended surgical technique is approximately 45 degrees abduction and 15-20 degrees of anteversion. Without films it cannot be confirmed. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. The cup is described to be a little less of an abduction angle than is usually recommended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.